Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The calcified lesion was located in the tortuous, 90% stenosed left anterior descending (lad) artery, which had an acute left angle and s curve. The physician attempted to pre dilate the vessel with a balloon but it was unable to expand so a rotablator 1.5 burr was used. A taxus express2 unknown size drug eluting stent was placed distally. When attempting to place a taxus express2 2.5x12 mm drug eluting stent proximally; it was difficult to place the stent and the proximal part of the catheter shaft broke. The shaft was removed and a new taxus express2 2.5x12 mm stent was deployed. No pt complications were reported.